Manufacturer narrative:
Concomitant product: unk competitor lead.

Event description:
It was reported that during a lead repositioning procedure, the wire became stuck in the left ventricular lead. The lead and wire were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed; analysis revealed the distal conductor was obstructed by the guidewire which was stuck in the lumen. Visual analysis noted apparent explant damage and the analyzer commented that the guidewire appeared to be folded back on itself at the distal tip.